Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that in the evening after the completion of a transcarotid artery revascularization (tcar) procedure, the physician stated that the patient experienced a stroke. The physician stated that the patient experienced slurred speech, facial droop, and left side weakness. The patient was returned to the operating room for re-intervention and post-dilation was performed. The patient was returned to the ICU. The following day, the patients facial droop and leg mobility improved, however the left arm weakness remained.